Event description:
Consumer reported upon removal of a bladder support the string separated and she was unable to remove the bladder support from her vaginal cavity by herself. She visited the emergency room and the bladder support was removed. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.